Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred during use. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Broken jaw, ejected clip the device was received for analysis and the analysis results showed that the device was noted to have the jaw ramp broken off at the right side. The device was tested for functionality and ejected the remaining clips due to the condition of the jaw ramp. This finding is not related with the event reported. No functional testing could be performed to evaluate the reported incident due to the returned condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.